Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in fair condition with damaged housing. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. It's recommended to replace the back-up capacitor.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1720. There was no reported injury to the patient.